Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that a injury of pleura occurred when the surgeon placed the rib hook extension at the right 7th rib during surgery on (B)(6) 2014. Due to this incident, the surgeon had to implant chest drain in the patient. There was no delay in the surgery. Chest drain was implanted on (B)(6) 2014. This report is for 2 unknown vertical expandable prosthetic titanium rib (veptr ii). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown vertical expandable prosthetic titanium rib ii (veptr ii). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient rallied. The quantity of the involved parts is unknown only reported that pleura was injured during surgery. Although it details was not known, veptr was not direct cause of pleura injury.

Manufacturer narrative:
Corrected data: "bone metastasis from prostate cancer" was reported in error for this complaint on a follow up medwatch. There are no reported comorbidities for this patient. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.